Event description:
It was reported to gyrus acmi that when using the gyrus ent g3 workstation it would cauterize when foot switch was not pressed. No pt injury reported.

Manufacturer narrative:
Generator was returned with current software. The customer's complaint was confirmed; testing of the generator isolated the problem to the pkrf cpu board. The board was replaced, the generator was electrically checked and tested and found to meet the MFR's operating specifications as per test procedure (B)(4).